Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.

Event description:
Patient implanted with ancure graft experienced type ii leak and expired in the hospital. 2001, patient was implanted with bifurcated graft with a gore-tex 10 mm right iliofemoral bypass graft. The ancure was placed inside the gore-tex on the right iliac. Angioplasty of wall stents on right and left iliac for stenosis. Type ii endoleak present at proximal attachment site which could not be sealed. The largest z med balloon available was 25 and surgeon felt a larger balloon was needed due to the condition of the aorta. The patient was closed and the procedure was terminated at this point. Blood loss 1500. Two days later, ppg of digits revealed severely dampened tracing all toes bilaterally. Ten days later, duplex negative endoleak. Next day, patient went into cardiac arrest. She was brought back, but expired two hours later after family requested withdrawal of treatment.